Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a basal programming issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the pump was not properly storing basal edits. After making a basal change, highlighting save and review, pressing ok, highlighting go, and pressing ok, the patient claimed that the pump's homescreen would show the old basal rate. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a basal programming issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.